Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures and replacing the sample probe ln 01g48-03. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely depressed sodium results on the architect c8000 analyzer. The following data was provided (B)(6): initial sodium 112.1 mmol/l, repeat 142.1 mmol/l. There was no impact to patient management reported.